Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook hemospray endoscopic hemostat. It was reported that the physician activated the spray, once down the scope it would not fire [spray] powder, went down with the 2nd catheter and still would not fire [spray]. After 2nd attempt, they deactivated the spray, and they heard the co2 [carbon dioxide] discharge. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in a clear plastic bag, provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return (no catheters were returned). The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. No loose powder was noted on the exterior of the device or in the tray. A build up of powder was noted within the device nozzle. When tested as returned the device did not spray. The co2 cartridge did not audibly discharge upon deactivation and the cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). When tested with a new co2 cartridge and activation knob, the device released a puff of powder when turned on but did not spray. The handle was disassembled, and the tubes were disconnected for removal of any powder. Loose powder with clumps was present in the front tube connecting the on/off valve to the powder chamber with a clump noted where the tubing connects with the powder chamber. The clumps from the front tube were evaluated with a phenolphthalein testing kit and determined to contain blood. Loose powder without clumps was present in the back tube connecting the powder chamber to the low-pressure valve. A visual inspection of the powder chamber's center cannula and diffuser plate found them to be clear. However, the smaller cannula was packed with loose powder. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for the report of unable to spray was an internal clog within the device. The cause of the clog is unknown, however, the clumps tested positive for the presence of blood. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder or result in internal clogs within the device. However, we could not conduct a complete investigation because no catheters were returned for evaluation. This limits our ability to conclusively determine a cause. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.